Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the resection sheath ¿ outer sheath exhibited damage to the distal end. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR) as there were no reportable malfunctions related to the subject device captured in this complaint. The initial medwatch reported that the returned device had damage to the distal end found during evaluation; however, this was incorrectly reported as there was no damage to the distal end, and instead there was a missing screw. This issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur. The subject device had no reportable malfunctions found.